Event description:
The caller alleged discrepant results when compared with the lab results and also alleged discrepant results when repeated test with inratio. The discrepant results when compared with lab results is as follows: date: 2008. Inratio: 1.5. Lab >5.0. Repeated testing for the patient #2. Inratio is as follows: 1st day 1.5. 2nd day 2.6. 3rd day 3.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; lab: 1.5; mean: > 5.0; confident limit: could not be determined. Calculation cannot be performed to determine the mean and confident limit since the customer did not provide exact lab testing results. The customer has said >5.0 for the lab results when called in. Repeated testing for the patient #2 are as follows in inratio: 1st day 1.5; 2nd day 2.6; 3rd day 3.6; average: 2.57%; sd 1.05%, cv% 40.9%. The %cv is greater than 20% and criteria is not met as per internal procedure, so functional testing will be performed as part of the complaint investigation. Product will be investigated. All the repeated testing were not done within three hours timings as required by internal procedure. Therefore there is high possibility that discrepancies are due to change in the status of the patient. Therefore imprecision testing will not be required.